Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the screen does not turn on. There was no reported patient involvement.

Manufacturer narrative:
A philips bench repair technician evaluated the device and confirmed the reported problem, which was resolved by replacing multiple parts. One control pca was returned for failure analysis. The reported problem was duplicated during lab tests an open circuit at fuse f101 was found. The control pca, keyscan pca, and display were replaced to address the reported symptom. We are unable to determine the cause of the reported symptom as multiple parts were replaced. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.